Event description:
It was reported that insulin gauge displayed cartridge amount very different from what customer expected on a previous day, with pump showing 100 units while customer expected 240 units and difference was greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised customer to call back for troubleshooting if fill estimate issue occurred again, which customer acknowledged.